Event description:
I have had essure removed by removal of my tubes however I continue to experience symptoms. Just recently I had to go to emergency room with severe abdominal pain and my bladder was inflamed as well as I had a ruptured ovarian cyst. I continue to have skin problems my back arms legs and butt is full of pimple like lesions. My teeth are rotting my hair is still falling out my back hurts daily as well. FDA safety report ID# (B)(4).